Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead. Implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to short interval counts (sic) on the right ventricular (rv) lead. The lead also exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.